Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear at the distal marker band 2mm long extending distally. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14jul2020. It was reported that inflation failure occurred. A 3.00mm x 30mm apex balloon catheter was selected for use. However, it was noted that the balloon would not blow up. There were no patient complications reported. However, returned device analysis revealed a balloon longitudinal tear.